Manufacturer narrative:
Block h6: imdrf device code a05051 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was noted that the returned ligator housing had six bands still attached to it. The handle did not have evidence that the trip wire was secured, and the trip wire slack was not taken up the handle. No other problems with the device were noted. The reported events of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had six bands attached. The handle did not have evidence that the trip wire was secured, and the trip wire slack was not taken up the handle. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, the slack was not taken up from the handle slot and the IFU states "take up slack by pulling proximal end of trip wire on handle unit." Based on the device condition, this can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. Therefore, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a05051 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.